Event description:
The customer reported eight false positive results with the ID now covid-19 assay performed on (B)(6) 2021. All eight ID now covid-19 assays were performed using nasopharyngeal swab samples. Confirmation pcr tests were performed on unknown dates, which generated negative results. Technical services (ts) provided machine cleaning information. During a follow up, the customer stated that the lab had been contaminated and the issue has since been corrected. The customer reported no adverse patient health effects. No additional patient information, including treatment and outcome, was provided. This manufacturer report addresses false positive result 8 of 8.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided. Related reports: 1221359-2022-00349, 1221359-2022-00350, 1221359-2022-00351, 1221359-2022-00352, 1221359-2022-00353, 1221359-2022-00354, 1221359-2022-00355.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1045660 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000/ lot: 1045660, test base part number 190-000/ lot: 1045660. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1045660 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue as the dates and times of the false positive results were not provided. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified. Related reports: 1221359-2022-00349, 1221359-2022-00350, 1221359-2022-00351, 1221359-2022-00352, 1221359-2022-00353, 1221359-2022-00354, 1221359-2022-00355.